Event description:
Dr wanted another size screw immediately. Representative opened package without the knowledge of the nurse and placed the screw on the sterile field. The nurse checked the package for the expiration date and discovered it was expired. However, the surgeon was informed the screw was implanted into the patient. Surgeon did not wish to explant the screw.what was the original intended procedure?arthroplasty of left knee.